Event description:
The customer reports during a polypectomy using a single use ligating device, after ligating the loop of device to the polyp, there was a problem that the sheath could not be released. The sheath was cut with a nipper, the scope was reinserted, the loop was cut with a loop cutter, and the polypectomy was performed after ligating the polyp again with another single use ligating device. The procedure time was extended by 30-40 minutes. The procedure was completed with no adverse effects to the patient.

Manufacturer narrative:
The device referenced in this report has been returned to olympus, but not yet evaluated. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the customer¿s reported complaint was confirmed. The distal end of the loop was severed. The tube sheath was severed at 2085 mm from its distal end. The coil sheath was severed at 2080 mm from its distal end. The handle was broken and fragmented. The operating pipe of the handle was broken. The broken portion showed the shape of ductile fracture due to bending load. The rear end of the loop was not properly connected to the hook, and the loop was caught in between the coil sheath and the hook. Deformation was observed in the rear end of the loop. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event was likely cause by the following mechanism: 1) the loop was surrounding the body tissue, and it was temporarily ligated by pulling the slider. 2) the tube sheath was pushed out, and the distal end of the coil sheath went into the tube sheath. 3) an attempt was made to detach the loop in the state of above description 2). Therefore, the loop detached from the hook in the tube. (See fig.7) 4) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 5) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. (See fig.8) 6) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. 7) the slider was forcefully operated in state of ¿6¿ description. This had caused the operation pipe to bend and to break. Furthermore, it can be inferred that the loop and sheaths were severed for emergency measures. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual.¿ ¿do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to remove. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual.¿ ¿do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to remove. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual.¿ ¿never use excessive force to operate the instrument. This could damage the instrument.¿ this supplemental report includes information added h4. Also, h3 has been updated to ¿yes.¿ also, a correction has been made to g2 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.